Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) over-sensed noise which resulted in inappropriate shock delivery. Pacing inhibition resulting in asystole greater than two seconds was also observed. Technical services reviewed device data and noted the noise appeared to be external in nature. As such, it was recommended the health care professional (hcp) try to identify the source of the external signal and educate the patient that any electronic device that might directly apply a current to the patient's body (such as tens devices or other muscle stimulation devices) should strictly be avoided. No additional adverse patient effects were reported.